Event description:
The customer reported that the system self reboots without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lemo connector was reseated. The system was tested, found to be working as intended and returned to service.